Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had lost the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she had found the insulin pump in the hospital where she had a c section and she realized that she forgot it. The customer was advised that we will update the account.